Event description:
Reportedly, during the last two follow-ups performed on (B)(6) 2015 and (B)(6) 2015, the pacemaker was found in ddd mode with unipolar settings instead of aai mode with bipolar settings. The ventricular lead is reportedly broken, with a high impedance superior at 3000 ohms since a long time. Preliminary analysis results showed that the device was found in standby mode during these two follow-ups. Each time, the switch in standby mode was triggered by an inadequate timing management that can occur only in specific conditions.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the last two follow-ups performed on (B)(6) 2015, the pacemaker was found in ddd mode with unipolar settings instead of aai mode with bipolar settings. The ventricular lead is reportedly broken, with a high impedance superior to 3000 ohms since a long time. Preliminary analysis results showed that the device was found in standby mode during these two follow-ups. Each time, the switch in standby mode was triggered by an inadequate timing management that can occur only in specific conditions.